Event description:
Healthcare professional reported one day after injection with 2 syringes of juvederm voluma xc in the cheeks, the pt contacted the healthcare professional reporting bruising at the injection site, a rash on their chest, tightness of the throat, and redness on the forehead. The healthcare professional noted that at the time of injection they had advised the patient to apply warm compresses to the injected areas if any swelling or bruising occurred. In additional to contacting the injecting healthcare professional, the pt went to the emergency room and was prescribed oral benadryl, an epipen to take home, and a "solu-medrol dose pack". All of the symptoms resolved 10 days after onset. The healthcare professional indicated they believed the symptoms were "probably not" related to the juvederm voluma xc and noted that the pt had "also eaten shellfish" around the time of symptom onset. However, the cause of the reaction has not been determined.

Manufacturer narrative:
The event of bruising, rash, tightness of the throat, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.